Manufacturer narrative:
(B)(4). Concomitant medical product: oss tibial bearing, catalog #: 161096, lot #: 395390. Oss yoke set, catalog #: cp116409, lot #: 753320. Oss distal femoral component, catalog #: cp116407, lot #: 752420. Oss modular tibial component, catalog #: cp116408, lot #: 752690. Oss porous stem, catalog #: 150395, lot #: 862660. Oss porous stem, catalog #: 150385, lot #: 150385. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04410, 0001825034-2018-02577.

Event description:
It was reported that the patient underwent a revision procedure due to leg length discrepancy. The polyethylene bearing and assembly was removed and replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. The following sections could not be completed because the part/lot information could be: catalog number - 150395, lot number - 862660, expiration date - dec 2, 2015, UDI # - (B)(4). Manufacture date ¿ dec 2, 2015. Or the part/lot information could be: catalog number - 150385, lot number - 724750, expiration date - nov 12, 2025, UDI # - (B)(4), manufacture date ¿ nov 12, 2015. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported the patient was experiencing aseptic loosening of the stem and severe pain prior to the revision procedure.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a revision procedure due to stem loosening and subsidence which led to a shortened leg length. The surgeon cemented the original femoral component into place.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.